Event description:
It was reported that on the date of this report patient had undergone a rotor study. Per reporter, a mistake was made wherein they programmed the priming bolus incorrectly @ 0.001 ml instead of the 0.01 ml. Due to this they did not see the rotor turn. Healthcare provider (hcp) also did a dye study and no issues were found with the catheter. The catheter was primed following the dye study which was to run for 10 min. The pump was imaged after 5 min of the priming bolus for the catheter volume and they saw rotor turning. There were no stalls noted in event logs. Per reporter, the diagnostics were done because, patient was complaining of not sufficient pain control. Hcp indicated that he gets 1-2 ml more than expected at the last couple of refills. Per hcp, multiple people do the refills and they reviewed the possibility of human error and differences person to person in technique. At the time of the diagnostic they used a refill kit to access reservoir and they did find a volume discrepancy of 1 ml. They update volume to proper amount. Per reporter from the dye and rotor study no anomalies were found. As of (B)(6) 2013, hcp reported that patient was still complaining that he was still not getting adequate pain control. The drug in pump was dilaudid 1 mg/ml; daily dose is 0.0989mg.

Event description:
Additional information received reported that the cause of the event was ¿data error.¿ it was unknown if the event was due to the pump, catheter, programming or drug effects. A catheter dye study was done (B)(6) 2013 with results :normal pump function.¿ a pump rotor study was done on (B)(6) 2013 the results were ¿normal.¿ it was noted that the device would not be returned to the manufacturer, it was not indicated if there were any surgical intervention. The patient did not require hospitalization as a result of the event. The outcome was noted as no injury, ¿problem resolved.¿

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).